Event description:
It was reported that a (B)(6) year-old hispanic female who underwent an unknown breast surgery with a mentor smooth round moderate profile, 350cc saline breast implant experienced bilateral silent deflation post procedure. As a result, patients right side was drained, and scheduled for removal on (B)(6) 2022. This report relates to the left prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).